Event description:
It was reported that patient experienced lack of coverage. No device malfunction was suspected. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted lead was kept by facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.